Event description:
As reported by the (B)(6) study the site indicated that during index procedure the angioguard failed to cross ostium-internal carotid artery and the device kinked and separated. The baseline nih score was 0. The patient was symptomatic at the time of intervention. Pta was performed on a 95% occluded lesion 8.0 mm in length. The arch I lesion was eccentric severely calcified and mildly tortuous. A 6mm medium support angioguard device was deployed; however, the device failed to cross the lesion, kinked and separated. Therefore, an abbott vascular nav6 embolic protective device was successfully deployed at the target site. The lesion was pre-dilated and a 9 x 30mm precise pro rx was successfully deployed at the site of the target lesion. The residual diameter stenosis measured 40%. The abbott vascular nav6 was successfully removed. There was no documented dissection or presence of air bubbles during the procedure. During the investigation of the malfunction, the site indicated that the device was stored, inspected, handled and prepped according to the IFU. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The torque device locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty noted docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser flushed according to the IFU. There was no difficulty advancing the device. The site indicated that the difficulty occurred 'trying to primarily cross the internal carotid stenosis.' Excessive torque was not used during advancement or delivery of the angioguard.

Manufacturer narrative:
The angioguard did not get stuck in the catheter. The hemostatic valve was fully opened prior to insertion of the angioguard. The wire of the epd kinked into a "z" in the introducer with the forward pressure applied to try to cross the calcified internal carotid stenosis. The patient was neurologically intact upon leaving the suite. The procedure was completed without any reported adverse events. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is available for analysis but the engineering report is not yet available. It will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire study the site indicated that during index procedure the angioguard failed to cross ostium-internal carotid artery and the device kinked and separated. There was no reported patient injury. Analysis of the returned device did not confirm the reported separation. A non-sterile unit of angioguard rx embolic capture guidewire system 6mm basket, medium support, was received coiled in a plastic bag. An unzipped at 31 cm from distal end of the deployment sheath was found. Contrary to the event description the product was found neither kinked nor fractured. No other defects were detected during visual analysis. Lake region lot number 10195416 is cordis lot number 71012557. Per lake region report (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10195416. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer 'failure to cross / delivery system' could not evaluated due to the nature of the failure. The reported failure as 'kinked/bent-in patient, fractured-separated/in patient / ecgw (embolic capture guidewire)' were not confirmed however an unzipped condition was observed at distal section of the deployment sheath. The cause of the event experienced by the customer as well as the unzipped condition observed could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event as the returned device did not exhibit a kink or fracture.